Event description:
Rn reports unable to prime tubing with IV fluid. Applied pressure to tubing and confirmed all clamps open. Fluids would not advance through tubing. This was identified before being used on patient. New tubing obtained. No further concerns. Manufacturer response (as per reporter) for outlook safety infusion system IV set, ultrasitecontinue to work through these issues.